Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Additional information provided by the customer indicated that no anomalies were noted to the device prior to use, the device was prepared as per the device directions for use (dfu), and the patient's anatomy was tortuous. Based on this information, a probable cause of procedural factors has been assigned to this complaint since the product met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors encountered during use.

Event description:
It was reported that during the thrombectomy procedure, the subject catheter was advanced into patient but not to site of occlusion; therefore; it was removed. A second attempt was made to insert the subject catheter into the patient and at that time the subject catheter was broken near the hub. The physician replaced it with a new catheter and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that during the thrombectomy procedure, the subject catheter was advanced into patient but not to site of occlusion; therefore; it was removed. A second attempt was made to insert the subject catheter into the patient and at that time the subject catheter was broken near the hub. The physician replaced it with a new catheter and continued the procedure without clinical consequences to the patient.